Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove the cartridge and inspect various components, such as the o-ring and pneumatic tap area, before cleaning and reattaching the cartridge. The customer successfully completed the process and resumed insulin use.